Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented cruciate retaining (cr), catalog # 42502607401, lot # 62993315; persona stemmed tibia ,catalog # 42532008301, lot # 63991672. Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 3007963827-2019-00165, 3007963827-2019-00166. Remains implanted.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient had a cardiac postoperative complication developed and the patient required continuous cardiac monitoring for five days.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Added concomitant medical product: 66017772 palacos r+g 1x60 84960098.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: date of report, description of event or problem, date received by MFR, type of reportable event, follow up type, device evaluated by MFR, evaluation codes, additional narrative. Medical records confirmed the patient developed an abnormal cardiac rhythm while in the recovery device history record was reviewed and no discrepancies were found. Reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.